Event description:
It was reported in a service report, the fowler cylinder was leaking. The user facility was unable to provide any information as to whether there was patient involvement. However, there were no adverse consequences associated with the reported issue.